Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Device history record found no significant anomalies. No deviations or non-conformances were found. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported having a patient that was injected with juvéderm voluma with lidocaine on the cheeks (ck1, ck2, and ck3), juvéderm volift with lidocaine to the nasolabial folds and juvéderm volbella with lidocaine in the lip another nurse injector. Patient returned to the clinic 9 months later with an obvious lump to their orbital rim on the left side. It was noted that none of the products were injected near the tear duct or orbital rim where they could possibly have migrated to the orbital rim. Patient noted that the lump had migrated from the tear duct in the past days. The prescriber was called and the patient was advised by the prescriber that it was not related to the filler based on the time of the initial injection and date of occurrence. Also, the lump started from the tear duct and had increase in size and moved down the orbital rim. It was swollen at the time. Patient was advised to see their general practitioner to been seen for a possible infected tear duct or to determine what the lump could be caused from. Patient returned to the clinic the following month saying that their general practitioner had recommended an incision and drainage. The pathology of the lump showed that within the underlying stroma, there is a florid noncaseating granulomatous inflammation comprising palisaded histiocytes and multinucleated giant cells. Abundant pale blue foreign body material are readily identified. Associated fat necrosis is also noted. The inflammatory process extends into the underlying muscle bundles. The changes are those of florid granulomatous inflammation with foreign body material. The features are suggestive of reaction to dermal filler injection. The patient does not believe to be but is upset they now have a large scar across their face from the removal of the lump. The patient was prescribed klacid by post lump surgery. The symptoms are ongoing.